Event description:
During a routine follow up pet (positron emission tomography) scan it was discovered that the catheter portion of the pt's powerport had broken off and was found lodged between her atria. It was removed using a catheter retrieval snare via transfemoral approach; required general anesthesia and tee (transesophageal echocardiogram). There were no untoward outcomes.